Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. Correction to b5: event description updated for clarity. Correction to h6: device coding updated to reflect edited b5.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachy therapy and electrogram (egm) review was requested. Upon review, there were three stored episodes from (B)(6) containing electromagnetic interference (emi) noise with oversensing, and it was suspected that this correlated with a procedure where emi/stimulation had been applied. The first was a non-sustained ventricular tachycardia (nsvt) episode. In the second episode, anti-tachycardia pacing (atp) was delivered and accelerated the rhythm into ventricular tachycardia (vt), and a shock converted the rhythm. No therapy was delivered in the third episode, and there was no pacing inhibition due to the patient's underlying rhythm. Additionally, there were three stored ventricular fibrillation (vf) episodes with inappropriate tachy therapy that correlated with a (B)(6) procedure involving cautery. The first two episodes each delivered one burst of atp and one 31j shock, and no therapy was delivered in the third episode. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate tachy therapy and electrogram (egm) review was requested. Upon review, this were three stored episodes from august 19 containing electromagnetic interference (emi) noise with oversensing. The first was a non-sustained ventricular tachycardia (nsvt) episode. In the second episode, anti-tachycardia pacing (atp) was delivered, the rhythm accelerated to ventricular tachycardia (vt), and a shock converted the rhythm. No therapy was delivered in the third episode, and there was no pacing inhibition due to the patient's underlying rhythm. Additionally, there were three stored ventricular fibrillation (vf) episodes with inappropriate tachy therapy that correlated with a june 24 procedure involving cautery. The first two episodes each delivered one burst of atp and one 31j shock, and no therapy was delivered in the third episode. Technical services (ts) discussed troubleshooting options. This ICD remains in service. No additional adverse patient effects were reported.